Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a suction tracheostomy tube and accessories reinserted. The cuff pressure was 10 cmh2o. After reinflation, it remained at 10 cmh2o and did not reach the normal range of 22¿32 cmh2o. The tube and accessories were replaced. There was a patient involvement, no patient injury was reported.